Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that cartridge had difficulty moving along guide tracks and could not be loaded onto pump even after several attempts with both original and new cartridges. There was no reported impact to the customer¿s blood glucose level. The customer switched to multiple daily injections for insulin delivery.